Event description:
It was reported that pump touchscreen became frozen and did not respond to customer input, so customer was unable to interact with pump screen. There was no reported adverse impact to the customer's blood glucose level. Customer attempted pump reset with guidance from technical support but touchscreen remained unresponsive, so customer planned to use multiple daily injections as backup therapy while technical support arranged shipment of replacement pump.